Manufacturer narrative:
This supplemental report was created to capture updates on h6: impact codes and b5: describe event or problem. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this implantable pacemaker experienced shortness of breath (sob) after device "turned down". Patient had heart testing and no blockages. Boston scientific technical services (ts) informed patient that device should be checked in regular basis. Ts advised to contact physician. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker experienced shortness of breath (sob) after device "turned down". Patient had heart testing and no blockages. Boston scientific technical services (ts) informed patient that device should be checked in regular basis. Ts advised to contact physician. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker experienced shortness of breath (sob) after device "turned down". Patient had heart testing and no blockages. Boston scientific technical services (ts) informed patient that device should be checked in regular basis. Ts advised to contact physician. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: impact codes and b5: describe event or problem.